Manufacturer narrative:
(B) (4) (B) (4) - no code available (medical intervention required) (B) (4) as the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for a colorectal stricture at the recto-sigmoid junction due to malignant neoplasm, performed on (B) (4) 2008. According to the complainant, 149 days post stent placement, the stent migrated. The device was removed, and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "recovered".